Event description:
It was reported that the patient's artificial urinary sphincter (aus) was explanted, due to recurring incontinence. New aus was implanted. No patient complications were reported in relation to this event. Further information will be provided as it becomes available.